Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was noted to be high. There was calcium at the femoral vein and it was difficult to advance the access system inside the femoral vein. A watchman® access system was being used. During the procedure the hemostasis valve of the access system was not able to close correctly causing "excessive" bleeding of the patient. The pigtail catheter was in the patient when the hemostasis valve was noticed to be leaking. The physician thought he may have closed the valve over the dilator during preparation. The physician tried several times to back off the cap of the valve and try to close it again, but that was unsuccessful. The proximal part of the access system also became kinked when it was attempted to be positioned in the anterior lobe of the laa. It was suspected the kink occurred due to the high transseptal puncture. A new access system was used and the procedure was completed. The patient was stable after the procedure with no clinical complications.